Event description:
Report rec'd that sample port blew off the monitoring set during a surgical procedure, blood was noted on the floor near the pt and it was discovered to be coming from a missing sample port. Customer contacts report that "in checking the tubing after disconnection from the pt, it was noted that the hard plastic "o" ring rim was not present on either of the two sampling ports. However, the other port was still present." The customer contact further reports that "while I cannot verify that the pt rec'd a blood transfusion as a result of the incident, the lab values recorded lead to that assumption. The pt was in pre-op at 1100, anesthesia induction was at 1202, and the case ended at 2108. Operative reports indicate the following pt hematocrit levels and times drawn: hematocrit of 25 at 1400, hematocrit of 26 at 1500, hematocrit at 36 at 1600. The dramatic increase in hematocrit value from 26 to 36 might indicate the pt had rec'd a blood transfusion. "Customer contact indicates that the physician and anesthesiologist involved in the case are both on vacation at this time. There was no report of adverse sequelae to the pt. No add'l info was available.